Event description:
The external pulse generator was returned to the manufacturer for repair of the disk drive. It was tested, analyzed and subsequently tested out of specification and is now reportable.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the ECG connector was loose. The dust cover from the floppy disk was stuck in the disk drive and the rf head label was missing coating.